Manufacturer narrative:
Product has not been returned for investigation at the time of this report. A follow-up will be submitted when investigation is complete.

Event description:
This event is reported as: complaint states the cannula came out of baby's nose and the baby's face rolled over on it. Rainout from the cannula leaked out and the baby received burns on it's face that required treatment. Cannula was attached to a concha neptune heated humidifier and comfort flow kit. Additional information regarding severity of burns and the incident has been requested from risk management but not received in time for this report.